Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2001. The diameter of the proximal non-aneurysmal aortic neck was 20 mm. Aneurysm and vessel morphology are unk. It was reported that both internal iliacs naturally occluded before the case. Twelve hours after the procedure the pt's blood pressure dropped and a tear, which was caused by the 22 french cook sheath was discovered in the left iliac artery. The vessel was clamped proximally and a femoral to femoral bypass procedure was performed. Final angiogram demonstrated a successful outcome with no endoleak and exclusion of the aneurysm. No clinical sequelae were reported, and the pt was reported to be fine post procedure. Additional info revealed that the pt expired in 2002 of an unk cause.